Event description:
It was reported that pump insulin gauge displayed an amount different than expected, with pump showing 160 units and caller expecting a higher fill estimate and a difference greater than 30 units. There was no reported impact to the customer¿s blood glucose level. Customer was educated to fully remove air from cartridge before filling, acknowledged this guidance, declined to load new cartridge, chose to continue using current cartridge, and planned to follow up if necessary, with no additional information received regarding the outcome of the event.